Event description:
Medtronic dct trach tube, shiley size 6, broke late in the evening (B)(6) 2019, serial # (B)(4). Respiratory therapist was unable to remove broken trach tube, and called ent surgeon to change. Trach tube became unusable in ventilating this pt unless the connection was manually held in place. FDA safety report ID# (B)(4).